Event description:
A guidant vasoview hemopro endoscopic vh-3000 vessel harvesting system was being utilized for leg vein retrieval. A piece of the vasoview was broken in the pt's leg. Piece was retrieved from leg prior to close. No adverse effect.